Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. As the physician urgently advanced a taxus express2 3.0 x 16 mm drug eluting stent a shaft kink was noticed. The physician attempted to straighten the kink and the shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 3.0 x 16 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".